Manufacturer narrative:
Additional information received indicated that an infection had occurred. The patient noted a gap at one of the surgical wounds, the site became swollen and red and mild pain was present. There was minimal drainage from the wound. The patient was started on oral antibiotics without any improvement. The lead was removed and replaced. No further patient complications have been reported as a result of this event.the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted the proximal conductor was fractured, there was blood/body fluid on the outer tubing overlay, there was cosmetic environmental stress cracking of the outer tubing overlay, there was cosmetic depression of the outer insulation and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported the lead integrity alert was triggered by the right ventricular (rv) lead. A remote monitoring transmission showed that there appeared to be noise on the electrogram. It was noted that the patient did not experience a shock however their underlying rhythm was slow. The pace/sense portion of the rv lead was capped and replaced and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.